Event description:
Groshong catheter end cap "blew off" sideways when the catheter was being flushed with normal saline (following the nursing policy/procedure for flushing). The catheter was broken off before the clave. The catheter was not clamped and there had been no resistance when previously flushed that day. The line was being managed by an experienced rn.